Manufacturer narrative:
Visual inspection of the returned icy catheter (lot 60578) found no abnormalities. The catheter was functionally tested by connecting to a pressurized inflation device and capping the "out" luer and connecting the "in" luer to the pressure inflation device. Immediately upon pressurizing the catheter, a bond leak was noted between the medial and proximal balloons. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint were a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the icy catheter with lot # 60578.

Manufacturer narrative:
The zoll catheter was returned to zoll on 12/08/2017 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the patient was inserted an icy catheter (lot 60578) without issue and received ivtm therapy. Three (3) hours into ivtm treatment, the hospital personnel observed that the saline bag was empty. No alarm on the thermogard console (B)(4) was observed. Upon inspection, no signs of leak on the start-up kit or on the patient's bedside was noted. Following this, the user exchanged to another catheter and continued therapy using the same console. No further issue was reported. No known impact or patient consequence was reported.